Event description:
It was reported that during central processing, there were burns or melting marks on the plastic part at the base of the maryland bipolar forceps instrument's jaws, next to the electrical wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument was identified after machine wash and prior to sterilization. Central processing inspects instruments by eye prior to machine washing and thoroughly with a microscope between machine washing and sterilization. Damage was believed to have occurred when the instrument was last in use in operation. The instrument was inspected by eye in the operating room on (B)(6) 2025, per the last registered use of the instrument. Last thorough inspection before 29.12.2025 operation has been in the central processing. No damage was observed in the operating theatre after completion of the procedure. There is no information whether or not the instrument collided with any other instrument or tool during the procedure, or if arcing or thermal damage was observed. There was no damage observed in the electrical cable.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting at the yaw pulley between a grip cable and conductor wire. The insulation of the conductor wire did not show damage. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.